Event description:
It was reported that when the patient presented to the hospital, post-sensed t wave oversensing was noted on the cardiac resynchronization therapy defibrillator. Programming changes were made. The patient was stable without any adverse events.